Event description:
Per independent repair center statement, unit is alarming or red light. The key failure is the pilot valve for the solenoid is not shifting. Additional malfunction is the zip ties have loose hardware.